Event description:
It was reported that the patient has a concern about her current allergy to iodine and the pacemaker battery. The patient reports feeling "extremely weak" and her "blood pressure is 113/71 pulse 73". The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.